Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A pusher wire and main coil were returned for this complaint. The coil and pusher wire arms were not interlocked. The pusher wire was inspected and was found kinked. The coil was returned kinked and stretched. The proximal end has a smooth surface. The middle distal solder showed a protuberance. The od of the middle distal solder is out of specification. The interlocking arm was inspected and no anomalies were noted. The zap tip has a smooth surface. The interlocking arm was detached. Dimensional inspection of pusher wire and main coil shows that both have passed the specifications.

Event description:
Reportable based on the device analysis completed on 25nov2019. The target lesion was located in the gastroduodenal artery. A 4mm x 12cm idc was selected for use. Upon withdrawal, it was noted that the coil unraveled. To remove the unraveled coil the physician hooked the coil with a pusher and the coil was fully removed. The procedure was completed with another of the same device. However, device analysis revealed that interlocking arm was detached.